Event description:
It was reported that pump displayed temperature alarm 11, and customer could not clear alarm or resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to place pump into storage mode before returning it, which customer understood and acknowledged.